Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During the procedure, an alarm sounded indicating a leak in the kit. Centrifuge door was opened, and there was blood inside. The procedure was stopped 10 min before end, and pt disconnected.